Event description:
It was reported that during a lap gastrectomy, the trigger became too hard to move and did not return to the original position after the 4th firing. As the jaw was not clamping the patient's tissue at this event, there were no adverse consequences to the patient. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. In addition, the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.the batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h9090l (B)(4) lockout.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.